Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized at palmetto baptist hospital for diabetic ketoacidosis with blood glucose of 454 mg/dl. The customer was treated for the high blood glucose with an insulin drip. Time of hospitalization was 4:30pm on 08/01/2014. The customer was informed that there could be many reasons for high blood glucose. The customer was wearing the insulin pump during hospitalization. Customer stated that they will call back to troubleshoot the pump once they are home. No further information was provided.